Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions on how to reset pump, successfully reset it without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if any malfunction code occurred again.